Event description:
In 2003, patient went to test their blood sugar in the morning and noticed that segments were missing on the meter. Patient took insulin on what they thought the blood glucose readings were. Family member does not know what their sugar was in the morning or when they tested at lunch and does not know how much insulin they take since they are on a sliding scale. Patient takes insulin before each meal and they also count carbs. At 6pm patient was in an accident, and when paramedics tested them they were 629mg/dl. They were treated with insulin and IV and were taken to the ER. They were in the ER for about 7 hours. Family member does not know what the diagnosis was in the ER. Family member claims the patient only took their insulin for breakfast and lunch that day. Family member claims the patient has only had the subject meter for 8 months, and does not think the meter had been dropped. Customer service was unable to resolve the issue and sent patient a new meter.